Manufacturer narrative:
Problem code 2906 captures the reportable event of clip difficult to release from the catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during a gi sigmoidoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip failed to release from the catheter; however, after a few minutes of manual manipulation the clip was eventually released and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during a gi sigmiodoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip failed to release from the catheter; however, after a few minutes of manual manipulation the clip was eventually released and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip difficult to release from the catheter. Block h10: a visual examination of the returned complaint device noted that the device was returned without the clip and the yoke was not returned attached to the control wire, indicating a full deployment of the device. It was also noted that the device returned without the oversheath. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the sigmoid colon during a gi sigmoidoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip failed to release from the catheter; however, after a few minutes of manual manipulation the clip was eventually released and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.